Event description:
(B)(6) states the foot spring section is not functioning properly. She states that she keeps slippin off the bed at night she wakes up and is have off the bed but she does not have any rails on the bed.she is going to put the rails back on the bed and contact a local dealerno injury as reported